Manufacturer narrative:
Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 76-year-old female patient with a past medical history of coronary artery disease (cad), presenting in scai stage d shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk surgery (coronary artery bypass graft and mitral valve replacement). While the patient was in the intensive care unit (ICU), the patient had an issue with the temporary pacer which led to torsades/ventricular fibrillation (vf) for 15 minutes. The physician repositioned the impella after the echocardiogram showed it was a little deep. The nurse stated that the physician did not attribute the arrythmia to the impella. The device functioned as intended at p-7 at 3.8l/min. The post-procedure outcome is unknown. Although, the physician did not attribute the event to the impella, arrythmias can occur if the impella is not correctly positioned.